Event description:
It was reported that a pump triggered an altitude alarm, an issue present for the past three weeks. The customer¿s blood glucose level was impacted, exceeding 500 mg/dl and displayed as ¿high.¿ the customer addressed the high glucose level with a correction injection via multiple daily injections (mdi). The customer contacted a doctor for advice, who also recommended an mdi. There were no injuries or ketones reported, and the pump was within the operating altitude range. Technical support guided the customer to clean the pump's speaker holes and reconnect the cartridge, which successfully resolved the issue. The pump resumed normal operation, and no further alarms occurred. Preventative tips were also provided to the customer.